Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to emergency room and was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose (bg) level at the time of hospitalization was 30 mg/dl and the patient got treated with glucose via intravenous drip. The hospitalization was less than 24 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011372 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 04-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011372". If the count of complaints equals or exceeds 3, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6011372 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 01-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly lot 5a04107 was manufactured according to the work instruction (wi) version 27 on 31-jan-2025, with a total of (B)(4) units. The sub-assembly lot 5a05112 was manufactured according to the work instruction (wi) version 27 on 01-feb-2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5a03843 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine 4 and 8, on 26-jan-2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4l06523 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine 4 and 8, on 04-dec-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4l05414 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine 5 and 8, on 04-dec-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4m00060 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine 4 and 8, on 04-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, three complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.